Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 2.7; lab: 12.6. Pt was admitted and discharged (lab result was confirmed by (B)(6) hospital which resulted >9.9 inr). Vitamin k intake while at hospital; change coumadin dose. Other recent discrepant data from several pts (meter vs. Lab). No self-test was performed.

Manufacturer narrative:
Investigation pending.